Event description:
It was reported the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer stated:"when using the tube, 10+ ea tube has low draw issue. About 60% was this issue on the same day."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 9 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer stated:"when using the tube, 10+ ea tube has low draw issue. About 60% was this issue on the same day."